Event description:
A 28 mm diameter x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted for the treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be moderately tortuous and calcified with a sharp bend moving back into the pelvic area. The stent delivery system was advanced without the use of the sheath over a lunderquist wire into the right iliac artery. The delivery system kinked between the tip of the stent graft and below the base of the taper tip while in the bend of the artery moving into the pelvic area. Deployment was not attempted and the device was removed from the pt. An 18f dilator and sheath were advanced with extreme resistance and balloons of unknown sizes were used to dilate the artery. The dilator's sheath was not removed and another manufacturer's stent graft was successfully implanted to treat the aneurysm. The pt is doing well. Eval of an angiogram by an outside contracted physician indicates that the pt's arteries were small (5.7 mm), calcified and tortuous and this resulted in the kinking of the delivery system. Eval of the delivery system by medtronic ave indicates that there is a kink near the distal end of the graft cover; the rest of the delivery system is unremarkable. With the info available and the investigation performed, the pt's vasculature may have contributed to the delivery system kinking. The decision not to use an introducer sheath with the delivery system may also have contributed to the delivery system kinking.